Manufacturer narrative:
As of the time of this filing, the 510k number was not available, as this is no longer a manufactured device. The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The facility reported that the sabre 2400, 60-5600-002, was used in a right shoulder arthroscopy, intraarticular shaving, subacromial decompression, rotator cuff repair and resection of calcium deposits on (B)(6) 2020. The lightwave ablator, ia-200-s and the thermogard, 51-7310 grounding pad was placed on the patient. During the procedure the electrosurgical unit was set at 200w (ablate) and 50w (coag). At a certain point in the procedure, the ablation was increased to 250w. After the procedure, the electrode pad was carefully removed, and the skin was noted to be reddened only per rn that removed it. In recovery, patient was noted to have a skin injury at the site of the electrode pad. Burn was noticed after the case. Burn was located on patient's upper thigh, unknown which thigh. Skin was properly prepped per the facility. Patient was in the lateral position for the procedure. Normal setting of 200w was used, however it was bumped to 250w. The complaint is against the sabre 2400 because it did not alarm as it should have. The patient is currently okay but in pain. She was going to the dermatologist for a skin consultation. The degree of burn was not disclosed. The sabre unit has been taken out of service. This report is being raised based on patient injury, due to unknown degree of burn.

Manufacturer narrative:
The esu, sabre 2400, is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The service history was reviewed and no data was found. As the device has been in the field greater than 12 month, a DHR review was not performed. A two-year review of complaint history revealed there has been 14 complaints regarding 14 devices for this device family and failure mode. During the same time frame 34,552 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0004. Per the instructions for use, the user is advised the following; the electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. It is recommended that examination of the esu be performed at least yearly. The grounding pad, 51-7310, listed as a concomittant device on the intial report was returned for evaluation. Received one 51-7310 in opened original packaging. Lot number was verified. A sample pad was not returned. Performed a visual inspection, there appears to a skin like substance still attached to the pad. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 1 complaint regarding 2 devices for this device family and failure mode. During the same time frame 1,515,440 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000001 per the instructions for use, the user is advised the following; prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. To remove the pad, gently support the skin surface and slowly peel away from pad. The ia-200-s, suction ablator, the device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A review of the DHR could not be performed since a lot number was not provided. A review of the lot history could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame 50,079 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00002. Per the instructions for use, the user is advised the following; improper application or use of the dispersive electrode (pad) may result in a patient burn or poor performance of the ablator. If higher than normal power settings are required, check for obvious defects and proper adhesion. Do not reuse or relocate the dispersive electrode (pad) after initial application. Dispersive electrode (pad) relocation becomes necessary during the procedure, always use a new dispersive electrode (pad). Electrode gel is unnecessary and should not be applied. Risk of patient injury may be minimized by selecting a dispersive electrode (pad) site that is remote from the heat source this issue will continue to be monitored through the complaint system to assure patient safety.